Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient said that their equipment has not worked since they were implanted. Patient said they are working with their healthcare provider to try to figure out why. Agent asked the patient if they meant their equipment or their implant and the patient said they didn't know. The patient mentioned that they have another appointment with their doctor in a week. On 2025-oct-29 additional information was received from the patient. They reported that them saying their equipment wasn't working was referring to a malfunction of their bladder stimulator. The cause was unknown. When asked what steps were being taken to resolve the issue the patient wrote "you tell me." The issue had not yet been resolved.